Event description:
Stent separated from the balloon before deployment. The balloon was able to be advanced into the stent and then expanded. No letter required replacement sent.

Manufacturer narrative:
Device not returned.